Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 211.2000. There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device. Eval by manufacturer? Annex a: a1801, a0509, annex g: g02017, g0204002, annex b: b01, b14, annex c: c23, c07, annex d: d11, d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module displayed an error code 211.2000 was confirmed during the log review and during laboratory testing. ¿ a review of the suspect pump module s/n (B)(6) error log was performed, and seven (7) error codes 211.2000 (comm_failure) were recorded with an invalid time stamp (1/1/2000) and one (1) error codes 210.6040 (display_failure) was recorded on 09jan2025. ¿ laboratory test results found the pump module alarmed channel error 211.2000 immediately after power on and then alarmed for error code 210.6040. It was identified a segment of the rate display that would not turn on. ¿ the suspect pump module display board was temporarily replaced with a dchu known good display board for investigation purposes only. The pump module was then attached to a dchu laboratory testing pcu unit and no error codes or anomalies were observed. ¿ a functional testing was performed on the suspect pump module. An infusion was programmed on the suspect pump module with a rate of 88.8 ml for a duration of 24 hours to reproduce the reported error code. The next day, the infusion was noted to be completed successfully with no error codes observed. ¿ external and internal inspection were performed. No obvious issues were observed during internal or external inspection that could explain the reported error code 211.2000. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. ¿ the bd alaris channel error tip sheet, states, a channel error message means the device has discovered an error either the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. ¿ the bd alaris system performs a self-check during power up. The pcu unit should beep, no errors should occur, and if a module is connected, all led segments should flash. If the bd alaris system fails the self-check, remove the failing pcu unit or module from use. ¿ the device was in use for treatment purposes as intended per 21cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the display board since it was found a defective segment display. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. Root cause: the probable root cause for the reported error code 211.2000 and error code 210.6041 is the result of a malfunctioning display board. The root cause for the display board malfunctioning was not determined. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 211.2000. There was patient involvement but no harm.